Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however blood was noted on the helix mechanism and helix mechanism (sleeve head); the analyst noted that the helix extends and retracts within product specification; full lead returned and analyzed.

Event description:
It was reported that implantation of the lead was attempted, but the helix would not extend after multiple attempts both inside and outside the body. The lead was replaced. No patient complications have been reported as a result of this event.